Event description:
It was reported that the bed had no functions due to pendant buttons being pressed between the siderail and mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.